Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the canister to address the issue. Customer¿s blood glucose (bg) level was 557 mg/dl. Customer administered a correction bolus via the pump to address the bg.